Manufacturer narrative:
Technician found that the left foot casters swivel around, but brake holds. Replaced caster to resolve this issue. Be in mechanical room, out of service.

Event description:
Complaint received that the left foot caster swivels around. No injury alleged.